Manufacturer narrative:
One 6f angio-seal vip hemostasis sheath and carrier tube assembly were visually inspected and functionally tested/evaluated. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position. The anchor was fully posted against the sheath monofold. No other contributing visual anomalies were noted. The anchor was then grasped and the suture extracted. No functional anomalies were noted. The device was disassembled. The suture was properly positioned with no evidence that it had been tangled, knotted, or restrained. No contributing anomalies were noted in the suture path, or in the location/condition of related components. Review of the device history record confirmed this lot met mfg requirements prior to shipment. There was no evidence found to suggest the incident was due to an intrinsic defect in the device, as supported by the review of the mfg traveler and the analysis performed. The cause of the reported incident remains unk.

Event description:
It was reported that an angio-seal sts plus was deployed after a diagnostic procedure performed in the radiology department. When the physician went to pull the device back after the anchor was deployed, the device stuck and would not pull back. The physician sent the pt to vascular surgery for removal. The pt is fully recovered. No add'l info was available.